Event description:
The customer reported during shift check, the display of the autopulse platform (sn 36535) illuminated but does not display any words or messaging. The crew also noticed an audible clicking noise when attempting to start the platform. It has been tested with multiple batteries, but troubleshooting brings no resolution. Also, the platform needs a new serial number label on the back of the device. No patient involvement.

Manufacturer narrative:
The reported complaint that the display of the autopulse platform (sn (B)(6)) illuminated but does not display any words or messaging and that an audible clicking sound was observed was confirmed during visual inspection and functional testing. The likely root cause was a failure of the processor pca board. The secondary complaint that the platform needs a new serial number label was also confirmed during visual inspection. The worn label does not affect the functionality of the platform and appeared to be the characteristics of user mishandling. The label was replaced to remedy the issue. The autopulse platform failed initial functional testing due to a blank white screen and continuous clicking noise at power up, thus, confirming customer complaint. The processor board was replaced to remedy reported complaint. Subsequently, the device was tested with an instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each with no issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).